Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specifications; however, unit received with corroded battery tube. No failed battery test noted. No cosmetic damage noted.

Event description:
Customer reported via phone call that battery icon showed battery was depleted when battery was changed. After battery change, customer received a failed battery alert. Customer's blood glucose was 182 mg/dl. After troubleshooting, customer continued to receive a failed battey test. Customer was advised that insulin pump would need to be replaced.